Event description:
It was reported that the device rejected the power cord when plugged into the unit. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage observed. The device was power on, the battery life was tested and charged circuitry. The reported issue was not duplicated. The root cause of the reported issue was not confirmed; however, other issues were found. The main battery would not hold charge. The technician replaced main battery. No product information has been provided to date. (B)(4).